Manufacturer narrative:
Based on the information provided for investigation, the erroneous results were due to contamination of the incubation bath due to problems with the external water supply system which delivered low quality water.

Manufacturer narrative:
The customer has not had any further issues since the service visit.

Event description:
The customer had some issues with their external water system recently. The field service engineer (fse) had been onsite on (B)(6) 2017 to fix a rotor alignment issue on the analyzer. On the evening of (B)(6) 2017 at 10:00 p.m. The customer questioned results for approximately 100 patient samples tested for trigl triglycerides (trigl) on a cobas 6000 ul c501 + core fix configuration instrument. The results for the 100 patient samples had been reported outside of the laboratory. The customer repeated quality controls (qc) and the results were out of range. The customer recalibrated and repeated qc which were then within range. The customer stopped running trigl tests on the instrument and repeated the patient samples on a different c501 instrument. The customer provided data for 6 patient samples. Based on the data provided, the results for 3 patient samples were erroneous. Patient 1 initial trigl result from the c501 + core fix was 175 mg/dl. The repeat from the other c501 instrument was 242 mg/dl. Patient 2 initial trigl result from the c501 + core fix was 156 mg/dl. The repeat from the other c501 instrument was 225 mg/dl. Patient 3 initial trigl result from the c501 + core fix was 166 mg/dl. The repeat from the other c501 instrument was 233 mg/dl. The repeat results from the other c501 instrument were believed to be correct. No adverse event occurred. The trigl reagent lot number was 19734401 with an expiration date of 11/30/2017. The fse returned to the customer site and identified an issue with the customer's water system maintenance. The fse cleaned and decontaminated the incubation bath. A photometer check passed.